Manufacturer narrative:
(B)(4). Returned xts photoactivation module was received by (B)(4) on (B)(4) 2013. A visual inspection confirmed that the tubing had pulled away from the wall of the bond socket forming a gap in the bond to the photoactivation plate. Any potential contributing factors are being handled by the corrective action process. There was no reported harm to the patient. The device did not cause or contributed to a death or serious injury; but malfunctioned in a way similar to a (B)(4) event listed on (B)(4).

Event description:
The customer reported a blood leak in photoactivation chamber that was observed when removing photoplate from photochamber after completion of treatment procedure. Issue started on: (B)(6) 2013. Customer called to report blood leak in photoactivation chamber. Customer stated they completed the treatment procedure without any alarms. After the treatment was complete, customer went to remove the photoactivation plate and noticed blood and components had spilled on to the glass plate in the chamber. Associated procedural kit: kit type: xt125 kit lot number: a762. The customer will return the photoplate for investigation. Cts asked if patient was okay. Customer stated patient was fine. Customer stated they did not observed the blood leak until after the treatment procedure was completed, all blood/products were returned to the patient, and patient was sent home. Cts recommended customer informs attending physician of the blood leak, customer stated physician has been informed. Cts asked customer to return fit for investigation. Customer agreed to return kit. Customer also informed cts that there is blood all over the glass plate and blood cannot be removed from the edges of the glass plate. Customer requested new glass plate.